Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the ac inlet connector was found to be damaged. The observed damage was consistent with the device being dropped. The device's ac inlet connector was replaced to address the issue.